Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the pump was submerged in water for a brief period. The customer will revert to an alternate form of insulin therapy; however, a replacement was sent to the customer to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.